Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) extension sets had a connection issue. The reporter stated that the sets would not ¿seal properly¿ to an unspecified product. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: 03/17/2015 - 03/18/2015. The four devices were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections were performed and noted a molding-related defect (uneven surface) on the filters from the suppliers. Samples were attempted to be attached to a male luer from another set and would not stay attached or tighten adequately. The reported condition was verified. The cause was related to the source material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.